Event description:
Reporter alleged she obtained a result of 130 mg/dl on the compact plus system and took 2 units of humalog based on that result. Reporter stated that ten minutes after the reading, she passed out. Reporter stated that her son treated her with orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.